Manufacturer narrative:
A unit has not been returned for review. Therefore, a technical analysis cannot be carried out. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause cannot be determined. (B)(4).

Event description:
(B)(6) clinical trial: it was reported that post index procedure, the pt had a target vessel revascularization. The pt underwent cardiac catheterization on the day of the index procedure due to recurrent chest pain and an abnormal stress test. The target lesion was in the proximal right coronary artery (rca). The lesion was 3mm wide, 12mm long and 60% stenosed. The physician direct stented the lesion with a 3.0 x 16mm taxus express2 stent. Residual stenosis was 0%. The pt was discharged one day later on aspirin and plavix. The pt was admitted 481 days post index procedure due to recurrent chest tightness associated with belching and shortness of breath. The following day, the pt underwent cardiac catheterization. Treatment that day consisted of angioplasty and placement of a 2.75 x 16 mm taxus express2 stent in the mid rca with an excellent angiographic result. The pt was discharged one day later on aspirin and ticlopidine. In the opinion of the physician, there is no relationship between the device and the tvr. In october 2007, the clinical events committee determined a possible relationship between the device and the tvr.